Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "swelling" and "hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿ and unspecified juvéderm® volift¿ in naolabial fold, temples, and marionette folds. Three and a half (3.5) months later, patient presented with "swelling in the area of the injection sites", right half of the face severely swollen, not reddened, not warm. Filler depots are hard and tense." Patient is being treated with 250 mg sdh short infusion / - oral steroids for 7 days. Patient currently doesn¿t wish to resolve product with hyalase. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00236. This MDR is being submitted for the second suspect product, unspecified juvéderm® voluma¿.